Event description:
As reported by the end user, a drainage catheter had been in place in a patient for approx two to two and half weeks when the patient began to complain of pain. The patient admitted to emergency room, at that time, a second drainage catheter was inserted. A CT revealed that the original catheter had fractured inside the patient. When the catheter was removed, the pig tail of the catheter remained behind. The doctor snared the remaining piece of catheter. There was no harm to the patient due to this incident. Patient is doing well.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).